Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4). The lot number is currently unavailable.

Event description:
It was reported that during arthroscopy the tip of the electrode p90 fall a part. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was received and evaluated. Visual observations revealed a broken active tip thus, confirming this complaint. The broken fragments were not returned. Saline residue was found in the suction tube, indicating device was used. The device was not tested due to the damaged active tip. Upon further visual observation, the metal faceplate is intact, however a portion of the faceplate is chipped off, and only a small ceramic material was remaining on the active tip 1 o¿ clock to 5 o¿ clock position. The remaining ceramic material surrounding the faceplate has broken off. This type of failure could be attributed to blunt force impact; potential root causes include the active tip hitting another hard object during a procedure or the device being mishandled. Other than the possibilities listed, a specific root cause for this failure mode cannot be determined. No lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable. The expiration date is currently unavailable.